Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed and confirms that the accepted device met all manufacturing specifications. A labeling review was performed; there is no indication that the device was not used in accordance with the labeling. A risk review was completed and confirmed that the event of "gel found in unintended site - nonvascular" and "gel found in unintended site - vascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Imdrf device code a150202 captures the reportable event of gel found in unintended site non vascular. Imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the physician reported having an improper placement of the hydrogel.the images reviewed and the hydrogel was observed intra-prostatic. It also appeared to have gone anterior to the denonvillier's fascia and gotten access to the intra-fascial space and moved around the prostate into the vasculature on the right side it seemed to be appeared to be posterior lateral abnormal. The patient is asymptomatic.

Manufacturer narrative:
Additional information: block h6 has been updated with an evaluation conclusion code. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review was performed and confirms that the accepted device met all manufacturing specifications. A labeling review was performed; there is no indication that the device was not used in accordance with the labeling. A risk review was completed and confirmed that the event of "gel found in unintended site - nonvascular" and "gel found in unintended site - vascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non vascular. Imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the physician reported having an improper placement of the hydrogel.the images reviewed and the hydrogel was observed intra-prostatic. It also appeared to have gone anterior to the denonvillier's fascia and gotten access to the intra-fascial space and moved around the prostate into the vasculature on the right side it seemed to be appeared to be posterior lateral abnormal. The patient is asymptomatic.